Manufacturer narrative:
Based on the claim against the product by the customer noting thermal damage on a maryland bipolar forceps, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps was analyzed and found to have charring and localized melting at the grip base. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The instrument passed the electrical continuity test. The complaint regarding thermal damage on a maryland bipolar forceps was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Additionally, failure analysis found signs of corrosion on the instrument bearings. The bearings found at the proximal end of the main tube exhibited orange discoloration. The instrument was also found to have an excessive amount of dried residue around the clamping pulley cable grooves. Both additional findings are typically attributed to improper cleaning. A review of the instrument log for the maryland bipolar forceps instrument (471172-17/k11220711 0258) associated with this event has been performed. Per the logs, the instrument was last used with system (B)(4) on (B)(6) 2022 with 10 uses remaining. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument exhibited signs indicative of thermal damage. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) and adverse event are not applicable.

Event description:
It was reported that during central processing, the maryland bipolar forceps was melted at the base of the metal tip. There was no reported patient impact or harm. Follow-up was performed and additional information was obtained. The damage was discovered by central processing before processing the instrument. The instrument was then removed from service to be returned to intuitive surgical, inc. (Isi).